Manufacturer narrative:
Concomitant medical products: product ID: lpg1510al 10x15cm lp antmcl mesh lt (lot# ppc0312x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias and an umbilical hernia. It was reported that after implant, the patient experienced pain and recurrence. Post-operative patient treatment included revision surgery.